Event description:
It was reported that the patient passed away. The outcome was not considered to be device or therapy related. No autopsy was performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU is currently available. Section 1, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient still had left ventricular assist device ongoing and had not passed away.

Manufacturer narrative:
Manufacturer's investigation conclusion: it was originally reported that the patient had expired; however, further information provided by the account revealed that the patient is alive and remains ongoing on heartmate ii left ventricular assist system, serial number (B)(6). The heartmate ii lvas IFU, rev. C is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate ii left ventricular assist system the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.